Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra link meter was displaying an error message, the patient was unable to confirm what the error message was. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 7 am on (B)(6) 2018. It is not known how the patient manages her diabetes, or if she made any changes to her normal diabetes management regimen, in response to the alleged issue, although since the patient is using the ultra link meter, it is presumed that she is on insulin, for diabetes management. The patient alleges that after the meter issue began (time unknown), she developed symptoms of ¿dizzy and stomach ache¿. The patient reported she attended the hospital, she received treatment, but stated the treatment was not related to her diabetes. During troubleshooting the csr noted the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and may have received medical treatment for a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.